Event description:
Related manufacturer reference number: 1627487-2021-18102, 1627487-2021-18103. It was reported that patient¿s leads migrated, causing uncomfortable stimulation. As a result, surgical intervention was undertaken where in all leads were explanted and only one lead was replaced due to physician not able to replace the other leads due to scar tissue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.